Event description:
It was reported that an increased capture threshold was observed, and not loss of capture that was previously reported. Further information received indicated that the lead was capped and replaced due to sudden increased in pacing lead impedance and rise in capture threshold. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the lead exhibited high pacing lead impedance and loss of capture. The patient will undergo fluoroscopy and the physician plans to revise the lead.

Manufacturer narrative:
(B)(4).